Manufacturer narrative:
Technician found head hydraulic valve was stuck. Tech replaced hyrdaulic valve to the head of bed. Unit is working properly.

Event description:
Bed is malfunctioning. Head will not go up.